Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that an x-ray was performed one day post implant and found that this right atrial lead had dislodged. A revision procedure was performed. No add'l adverse pt effects were reported. The lead was successfully repositioned. Available info indicates that this product remains implanted and in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.